Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen and will not turn on. Patient described battery as "bursting" out of pdm, but did not specify if leaking of battery was present. No allegations of impact to blood glucose levels or physical harm due to swollen battery. Treatment for reported issue was not provided.